Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a constant tone. The patient's blood glucose aat the time of incident was 172 mg/dl. Troubleshooting was initiated for the constant tone. The customer was unable to clear the alarm by pressing esc and act; none of the buttons were responding. The customer also inserted a new battery but the constant tone persisted. Troubleshooting then occurred for the keypad issue. The customer was unable to identify any significant events that led to the keypad anomaly. The device had a frozen screen as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive act and esc buttons due to flattened button dome switches. No unlock lcd keypad connector noted. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify a13 alarm, a18 alarm due to button keypad anomaly. The insulin pump passed idle current test. No audio or beep anomaly, constant tone alarm, frozen screen, display anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.